Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the door winch and x-stage cover were damaged, not the umbilical. The door was not opening. This is probably due to the damaged door winch cable. The small rollers on the door winch which guide the cable where stuck and caused the door winch cable to grind against it. After the door winch cable upgrade had been performed the issue was gone. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system cover and umbilical cable were damaged. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned door winch assembly found that the reported event was related to a mechanical issue. The tester performed bench testing. The winch motor functioned clockwise and counterclockwise without a load applied. Once a load was applied the motor stopped functioning. The reported event was confirmed to be caused by a weak and worn winch motor. The x-stage cover was also returned to the manufacturer for analysis. The cover did not pass visual inspection. There was physical damage to x- stage cover with evidence of large dents and scratches around docking pin holes. The issue with the cover was unrelated to the door not being able to open issue.